Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that she visited the ER (emergency room) on (B)(6) 2025 for hyperglycemia and chest discomfort. The patient reported placing the pod earlier that morning on her buttocks. Later, the patient went to program a meal bolus on her pdm (personal diabetes manager), and after she entered her pin, she reported seeing a screen that was not familiar to her. She initially reported see a screen with a green line, and in the line, it stated delivering a bolus, and was giving her an option to cancel. She pressed cancel and stated seeing a message of "cancel creating temporary basal". The patient seemed to be confused with basal and bolus insulin using the terms interchangeably. The patient described being in the temporary basal rate screen and was seeing the choice to create a basal rate with a duration between 30 minutes to 12 hours or cancel. The patient had difficulty getting back to the home screen on the pdm and felt the pdm was stuck in the temporary basal screen. The patient reported power cycling the pdm several times and that she continued to see the temporary basal rate screen. At the time of the ER visit, the patient's blood glucose levels were reported to be 300 mg/dl. At the ER, the patient was treated with IV (intravenous) insulin, magnesium and potassium. The patient was released after 7 hours. The patient reported having a new pdm and was assisted by product support with programming the new pdm.

Manufacturer narrative:
The case description states that the user reported unlocking their controller to deliver a bolus and seeing a bolus was being delivered. The user reported pressing cancel and seeing an unfamiliar screen with a "cancel creating temporary basal" message. The user reported having difficulty navigating back to the home screen and felt that the pdm was stuck in the temporary basal screen. The pdm was returned without the battery. A known good battery was inserted into the battery compartment for the investigation. Inspection of the android log files downloaded from the returned pdm found no evidence of the controller getting stuck on the temporary basal screen or issues with bolus delivery. No records of a cancelled bolus on the date of occurrence were found in the audit log files, with the last cancelled bolus occurring on (B)(6) 2024. The logs show one instance of the user navigating to the temp basal presets screen on the date of occurrence. Prior to this, a bolus was successfully programmed and began delivery. The logs show that the pdm did not re-enter the home screen until the following day and remained within the temp basal screen, though a temp basal was not initiated. The pdm exited the temp basal presets screen upon navigating to the home screen. No issues were seen in the logs that would prevent this from occurring earlier or cause the temp basal presets screen to become stuck. During the investigation, the pdm was paired with a pod and began insulin delivery testing. The pdm was able to enter and exit the temp basal presets screen without issue. No problem was found with the pdm.